Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on his back underneath the lifevest. The patient was given a prescription for a cream from his physician. The patient also chose to remove the lifevest until the irritation had healed. After using the cream and removing the lifevest the patient's irritation has improved and the patient indicated he will put the lifevest back on.